Event description:
Patient reported that 2 boxes of test strips have a different expiration date printed on the outer-packaging, than is listed on the strip vial label. Pt's blood glucose was not affected and no treatment was rec'd. A request was made for the return of the suspect product and replacement product was shipped.